Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported it took too long to charge. Representative asked if he was referring to charging ins or controller and he said both, it took twice as long for patient to charge last week. Patient stated he charged his back every morning and checked it at night, he said it use to take him 15 to 20 minutes to recharge, and patient had not changed any setting. It was noted the controller was at 60% and he plugged it in to charge. It was stated it had been plugged in for at least hours and was at 80%. It was noted the patient thought ins was at 40% when he started today and it took over hour to get to 80%. Patient usually charged to 80-90 %. Patient said ins in his back was now sitting at 60%. No further complications were reported.